Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (vicryl suture, monocryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (vicryl suture, monocryl suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics citation: bjog 2019;126:502¿510; doi: 10.1111/1471-0528.15532. (B)(4).

Event description:
It was reported via journal article: "title: absorbable subcuticular staples versus suture for caesarean section closure: a randomised clinical trial". Authors: am madsen,a,1 ml dow,a cm lohse,b ja tessmer-tuck. Citation: bjog 2019;126:502¿510; doi: 10.1111/1471-0528.15532. This single-center, prospective, randomised, non-blinded, parallel-group trial aimed to compare outcomes of efficiency, safety, patient, and surgeon satisfaction between absorbable subcuticular staples and subcuticular suture for caesarean section skin closure. From december 4, 2012 to april 28, 2014, a total of 206 patients were included in the final analysis of the study with 103 in the absorbable subcuticular staples group (mean age: 30 years, and 103 in the suture group, but only 88 patients in the absorbable subcuticular staples group and 81 patients in the suture group attended postpartum follow up and only 76 (44 in suture group and 52 in staples group) were able to complete the postpartum survey. Subcuticular suture skin closure was performed with a standard running 3-0 undyed poliglecaprone 25 (monocryl) (ethicon) suture on a ps-2 needle, starting and finishing with a buried knot at each end. Staple closure was performed using the insorb absorbable subcuticular stapler (non-ethicon) and covered with adhesive dressings as per the manufacturer¿s directions. Subcutaneous tissue =2 cm in depth was closed with 2-0 polyglactin 910 (vicryl) (ethicon) suture. Out of 103 patients, complaint included unspecified intraoperative complications (n=9). Out of 93 patients, reported events are postoperative surgical site infection (n=4), superficial wound separation (n=4), and seroma (n=1). Patient and observer scar assessment scale at postpartum visit from 44 patients included higher mean score of pain (n=2.2), itch (n=2.2), scar color (n=5.3), scar stiffness (n=5.0), and scar irregularity (n=4.4). The results of this study showed that the absorbable subcuticular staples did not result in shorter total operative times. Secondary outcomes of pain (measured by analgesic use), wound complications, patient and provider satisfaction and cosmetic outcome were generally favorable and comparable for both closure methods.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2020. Corrected information: b1, b2, h1 ¿ it was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable. Corrected information: d3, g1, g2. Additional information was requested and the following was obtained: this study reports association, not causation. Postoperative complications were not different between the suture and staple groups. Therefore, I do not think that the complications can be directly attributed to the suture material. There was no known deficiency with the suture used in this trial. The complications of suture closure were not reported to ethicon because they were not considered to be attributed to the suture material used (as stated above).